Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device had speaker malfunction. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
A good faith effort attempt conducted to find out if the device still had sound was answered with unknown. Analysis was performed the philips authorized bench repair facility which included functional testing. The device was returned to bench repair and results of functional testing indicate that the speaker could not be tested in the unit but did produce sound in the mt56060 testing tool. Based on the results of the analysis, the product malfunction was unable to be confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was malfunction at the time of the event, therefore the speaker has been replaced per current process. The device was operational after repairs were completed and returned to customer.